Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. As well, there was blood on the proximal conductor of the lead and it was not obstructed. Finally, analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Performance data was collected from the lead and analyzed. Analysis revealed the pacing impedance rose from 650 ohms to 2062 ohms between (B)(4) 2012 and (B)(4) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had a possible fracture and high pacing impedance. Clinical data review noted that the lead impedance increased from an average of seven hundred ohms to over two thousand ohms. A breach was found in the lead. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.